Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination found no damage to the tip, balloon, or blades. The internal dimension of the balloon protector was measured and was within the specified range. A visual and tactile examination of the hypotube shaft found multiple kinks along the hypotube shaft. A visual and tactile examination of the polymer shaft extrusion found that the polymer shaft had detached. This type of damages are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-feb-2017. It was reported that the difficulty advancing the device and shaft kinked occurred. Vascular access was obtained via left thigh. The 80% stenosed target lesion was located in the mildly tortuous vessels of the left upper arm. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was selected for use. An unspecified guidewire was passed through the target lesion and the balloon was then advanced. After which, the balloon was advanced below the collarbone and reached the axilla, when it was noted that the shaft was difficult to move forward the exit port of the shaft was kinked. The device was removed and replaced with a different device to complete the procedure. No patient complications were reported. However, device analysis revealed that the polymer shaft had detached.